Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). Other-medical: unable to observe since it is not related to the device. As per the investigation procedure particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported, left side device rupture. Diagnosed by ultrasound imaging. The patient, also underwent MRI examination. Which noted, "significant dysplastic mammary tissue". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photos of the explanted device have been received. Analysis currently under way. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side device rupture. Diagnosed via ultrasound. The patient also, underwent MRI examination. Which noted, "significant dysplastic mammary tissue". Which has been deemed not related to the device. The device has been explanted and replaced.